Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded the same cartridge and resumed insulin therapy as they were unsure if it was insulin left from the syringe. Customer's blood glucose was 120 mg/dl.